Manufacturer narrative:
The esu was thoroughly inspected/tested. A technical safety check was performed on the generator. This included an electrical safety check, a function check of each of the equipment's features, and a power output check. All features were/are functioning properly within specifications for the device. No anomalies were found in the review of the unit's device history record (DHR). In conclusion, no equipment problem was found that would have caused or contributed to the event. The disinfectant used has a high alcohol content, is flammable, and is not to be exposed to flames or electrical heat sources. It appears that the disinfectant was not allowed to sufficiently dry/evaporate when diathermy was applied which resulted in the combustion/fire at the incision site. A warning in the esu's user manual addresses this issue. No trends have been identified with this incident. Erbe USA, inc. Is now closing the file on this event.

Event description:
It was reported that a patient incident occurred with the electrosurgical unit (esu/generator). The incident occurred while performing a re-thoracotomy. Specifically, after the skin was disinfected with kodan g, the surgeon began to cut the tissue with electrosurgical current. Then there was combustion/fire. The result was a second degree burn of 100cm² on the left thorax. No further information involving the patient or the patient's condition was provided. (B)(4).